Event description:
It was reported that the filter was tilted and a perforation occurred. On (B)(6) 2013 the patient had a greenfield filter implanted in the inferior vena cava (ivc). On (B)(6) 2018, the patient received a computed tomography (CT) scan which revealed that several struts of the filter extend slightly beyond the ivc wall: two anterior struts extend beyond the ivc wall and are adjacent to the 3rd portion of the duodenum, one strut extends approximately 3.7mm beyond the ivc wall but does not appear to contact the abdominal aorta, a posterior strut extends approximately 1 mm beyond the ivc wall, and the filter is slightly tilted to the left. The patient has reported severe chest pain that radiates to the neck. No further complications were reported.

Event description:
It was reported that the filter was tilted and a perforation occurred. On (B)(6) 2013 the patient had a greenfield filter implanted in the inferior vena cava (ivc). On (B)(6) 2018, the patient received a computed tomography (CT) scan which revealed that several struts of the filter extend slightly beyond the ivc wall: two anterior struts extend beyond the ivc wall and are adjacent to the 3rd portion of the duodenum, one strut extends approximately 3.7mm beyond the ivc wall but does not appear to contact the abdominal aorta, a posterior strut extends approximately 1 mm beyond the ivc wall, and the filter is slightly tilted to the left. The patient has reported severe chest pain that radiates to the neck. No further complications were reported.